Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dissection). Patient's condition affected effectiveness of device (lesion morphology) - calcification at lesion. No results available since no evaluation performed - (device or procedural images not provided for review). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - calcification at lesion. Inherent risk of procedure - (dissection). (B)(4).

Event description:
Physician deployed one resolute integrity drug-eluting stent to a moderate calcified lesion with 90% stenosis at lad with 14 atm's but the balloon then ruptured. The vessel at the edge of the stent was ruptured and the patient when into cardiopulmonary arrest. Cardiac massage and cagb were performed and the patient recovered. Physician has indicated that the event would have been impacted by calcification at the lesion.